Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The night protector from (B)(4) was presented to me as a gift three weeks ago, by my grandson. The problem is, the first mold got all smashed during fitting. The second mold was fine, but after two weeks, it split to the upper (hard) part and the lower (soft) one, so that now it doesn't sit well in my mouth. Could you please send me a replacement? I can't find the receipt, and sending you the bar code from the box. Thanks.